Event description:
The facility reported a colleague infusion pump with a failure code of 500:320:844. This condition had the potential to interrupt delivery. It is unknown when this condition occurred, however, it is known to have occurred in the biomed service department. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 5.04.00 which is categorized as unremediated.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 500:320:844 was confirmed and duplicated during product evaluation. The root cause was assigned to a defective pump head module. The pump head modules for each channel were replaced to correct this condition. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.